Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the sds was returned with blood on the balloon and contrast in the inflation lumen. The stent implant was dislodged and not returned. The balloon had relaxed folds with crimp marks between the markers. There were no kinks or damage noted to the inner member or tip. There was no damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. In this case, the analysis confirmed that the stent had dislodged and was not returned. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint, and all on-line inspections and lot release testing met manufacturing criteria. In the case, based on the analysis of the returned device and the info received with this complaint, it appears that the reported failure to advance and stent damage were likely related to operational context of the device and not a product quality deficiency.

Event description:
Reporting status: serious injury. Reporting rationale: stent dislodged, remains in pt. Device issue: stent dislodgement. It was reported that in 2009, during a left main artery stenting procedure, the physician was attempting to advance the stent delivery system (sds) and could not cross the lesion. The device was removed, and the lesion was pre-dilated with an unk balloon catheter. The physician reintroduced the sds into the vasculature, and the device got stuck within the plaque. The physician pulled back on the device and the stent slid off the balloon and stuck within the plaque of the left main artery where it remains. There was no intervention attempted and no reported pt effects. There was no additional info available.